Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a myocardial infarction and late stent thrombosis occurred. The target lesion was located in the right coronary artery. An unspecified size taxus express2 drug eluting stent was implanted. After an unknown time, the patient suffered from a myocardial infarction and late stent thrombosis. It was reported that the symptoms are continuing. Additional information was requested but was not provided.

Event description:
Correction- the taxus stent was implanted in the obtuse marginal (om) and not the right coronary artery as previously reported. Additional information- 1671 days after the stenting procedure, the patient suffered a heart attack caused by in-stent thrombosis.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information to report, a supplemental medwatch will be filed. (B) (4)

Manufacturer narrative:
(B)(4).